Manufacturer narrative:
It was reported that the adhesive caused a skin injury that required additional wound care. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Medical adhesive related skin injury.